Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the generator emitted a continuous tone and the shears could not be reinstated. There was no patient consequence.